Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device coupling on the tools side was seized, jammed and heavily moving, the control unit was not functioning and defective, the trigger was blocked, jammed and heavily moving. It was further determined that the device failed pretest for check the function with the pen drive console, compatibility between small battery drive device I and small battery drive device ii, triggers and electronic control unit function, switching function, oscillation angle, check the off/oscillation/on switch mode function and the attachment coupling. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.